Event description:
Ous MDR - it was reported that approximately 2 months after implant there was a decrease in sensing on this ra lead. During the revision a suspected damage of the rv lead was noted. This lead and the rv lead were explanted and replaced. No implant date was provided. No adverse patient side effects were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were checked visually, mechanically, and electrically. During the visual inspection of the solia s 53, it was discovered that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause is probably excessive mechanical stress during the operation. In addition, insulation damage could be seen 21 cm distal of the is-1 connector pin, which is most likely the result of the use of medical instruments during the explantation process. No other deviations were detected that could explain the sensing drop complained about. Subsequently, the solia s 60 was analyzed. Here, insulation damage could be confirmed 22 cm distal of the is-1 connector pin. This damage was with high probability also caused during the explantation process. The analysis did not show any further deviations. The manufacturing process of the leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.